Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20 ga x 1-1/4 in single port blood leaks out of control plug "3. Complaint to the same phenomenon: the vent plug was not connected to the extension tube of the bd nexiva single port. When did the incident occur? Before use. When the user opened the steril packaging, she saw that the vent plug was not connected to the luer adapter. It lay separately in the steril packaging, see the attached photography. In a few more cases the user didn't notice this and inserted the catheter into the patient's veins. During this procedure, the blood flew out of the extension tube of the nexiva single port".

Manufacturer narrative:
Our quality engineer inspected the photos, and 4 samples submitted for evaluation. The reported issues of vent plug loose/ missing and blood leaks out of control plug were confirmed upon inspection of the samples. Analysis of the samples showed that the vent plug was detached from the luer adapter inside the packaging. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. An investigation was carried out to check the insertion of the vent plug into the luer adapter. The non-conformance likely happened due to the vent plug not being fully inserted into the luer adapter. This could be due to misalignment during the insertion process. There is a vision system in place to check for missing components during packaging, before proceeding to the next process. The vent plug could have fallen out during transportation to the following process. Action was taken to fabricate a bracket to provide a secure holding of the vent plug during insertion.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of vent plug loose/ missing was confirmed upon inspection of the samples. Analysis of the sample showed the vent plug detached from the luer adapter in the packaging. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The non-conformance likely happened due to the vent plug not being fully inserted into the luer adapter. This could be due to misalignment during the insertion process where the vent plug was not fully inserted into luer. There is a visual system to check for missing components during packaging before proceeding to the next process. The vent plug could also loosen during transportation to next process. Action was taken in (B)(6) 2025 to fabricate a bracket to securely hold the vent plug during insertion.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation. Therefore, the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.